Event description:
It was reported that the pt had impedance readings >4000 ohms on some of the bipolar and unipolar pairs. Additional info was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID 3889-28, lot# v207130, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead. Product ID 3889-28, lot# v207130, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient's first implant was done in 2009. In 2010 they had to replace the lead because it became inefficient. The patient had not had any falls, it just detached. Then it worked beautifully up until recently when the battery died and they had to replace it.